Event description:
It was reported, that patient presented for routine generator change procedure. Prior to procedure upon interrogation, it was found, that patient's right ventricular (rv) lead exhibited high capture threshold. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. As received, a partial lead was returned in one piece. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths which is consistent with procedural damage. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found an external insulation abrasion breaching the optim sheath at the proximal region with intact silicone insulation beneath. The cause of external insulation abrasion is consistent with friction to the device can.